Manufacturer narrative:
Manufacture facility was unknown. Device manufacture date was unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. An functional assessment was performed and it was found that the device had a worn coupling head and had a grinding noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mechanical component failure due to usage over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 4, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor of the small battery drive device was noisy. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.